Event description:
During device interrogation, episodes of atp were observed as a result of t-wave oversensing. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.